Manufacturer narrative:
Corrected device evaluated by MFR from yes to no as the device was not returned for evaluation. A definitive root cause was not determined as the product was not returned.

Manufacturer narrative:
The impella cp was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old female caucasian had impella cp pump inserted in the right femoral. On (B)(6) 2019 the patient had an antegrade sheath in the right leg to perfuse the limb but then patient had no pedal pulse in the morning as antegrade sheath was not effective so vascular surgeon took patient to operating room (or) to explant the impella and this resolved the ischemia.